Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing dizziness presented in the emergency room. Interrogation of the device revealed, the right ventricular lead exhibited loss of capture; the on-call physician placed a temporary pacing lead. The patient was brought to the clinic on (B)(6) 2019 and the lead was capped and replaced successfully. The patient was stable through the procedure and there were no complications.